Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 325 mg/dl. The customer stated that she would call back next time for troubleshooting, since she had already thrown her infusion set away. She stated that the issue may have been related to the insertion site. No further assistance needed and nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.